Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient insulin pump had frozen display. Customer's blood glucose at time of incident was 112 mg/dl. The customer tried several batteries and none of the keys are responding and the time is not moving or advancing. The customer was advised the pump will need to be replaced. The customer was advised to revert to backup plan until replacement arrives.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected battery out limit, blank display or frozen display anomalies were noted. The time/clock was set and monitored, and no time anomaly was noted. The pump had intermittent button response due to moisture damage on the keypad trace. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a broken reservoir tube lip.